Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Additionally, it was reported that resistance was experienced when filling multiple cartridges with insulin. The customer changed multiple syringe needles and multiple cartridges to resolve the issue. Customer¿s blood glucose level was 141 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.